Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to press the green button but unable to squeeze the handle during lobectomy. After the reload was installed, the device did not fire and the blade did not move. Another reload was used to complete the procedure. There was no patient injury.